Event description:
It was reported that device shifted and did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At a routine follow up, a computed tomography (CT) scan noted that the device had shifted into the wing and a leak was present. There was no evidence of thrombus noted. The patient was on a medication regime of xarelto 20mg and aspirin 81mg at the time of the event. There were no patient complications reported.